Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the patient line connection. Pd rn at the clinic stated that the patient is fine and her effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.